Manufacturer narrative:
As of the date of this report, the large suturecut needle driver instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, large suturecut needle driver instrument moved non-intuitively. The customer stated that articulation (pitching) of the wrist in a direction would cause an unintentional articulation (yawing) of the instrument in the other direction. The procedure was delayed for five minutes. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: non-intuitive motion issue was observed intra-abdominally after insertion of the instrument. No fragments fell into the patient. The customer used a backup instrument to complete the procedure. The customer is returning the instrument.